Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
During troubleshooting for the unrelated alarms, it was reported that before reaching drain 4 of 5 of the therapy, the hp had disconnected from the homechoice (hc) and, as a result, lost some solution due to not closing the transfer set. After clearing the unrelated alarms, the hp was able to safely bypass to fill 5 of 5. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not closing the transfer set when disconnecting is a known cause of a leak. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide provides instructions for properly disconnecting and instructs the user to ?close the clamp on the patient line and close your transfer set." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.